Event description:
It was reported that the programmer booted up to a dark screen and an error code in the upper left corner of the screen. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer booted to an error. It was also noted that the electro cardiogram (ECG) connector was loose, and after opening the device internal corrosion was found. As a result the programmer was scrapped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067 radio frequency (rf) programmer head. (B)(4).